Event description:
A customer observed a leaking probe on the provue analyzer. A leaking probe could cause cross contamination of reagents resulting in potential erroneous results during blood group testing. There was no report of pt harm as a result of this event.

Manufacturer narrative:
A field engineer visited the customer's site and reported that the probe was bent. The root cause of the bent probe is unknown. The probe was replaced and the appropriate adjustments were made, bring the analyzer back to expected operation.